Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. The blood glucose level was 424 mg/dl. The customer experienced the nausea, abdominal pain, difficulty in breathing like symptoms related to the high blood glucose. The customer decline the troubleshooting. The auto mode was active. The device will not be returned for the analysis.